Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us went into blank screen with yellow alarm lights. The screen was totally black and could not power up at all during patient use. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was user interface controller (epc) is not starting-up. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. The main electronic works with a new, tested epc.